Manufacturer narrative:
(B)(4).

Event description:
During pump replacement surgery, the hcp was not able to aspirate the existing catheter. The hcp connected the new pump to the existing catheter. The pump tubing was not primed with medication prior to implant. The catheter volume was unk by reporter. The pump delivered morphine 20 mg/ml at 9 mg/day; it was unclear if this drug info was released to replaced pump or newly implanted pump. Add'l info has been requested, but was unavailable as of the date of this report.